Event description:
Reported by allergan sales rep as: "a lap-band mortality 5 days post op". Follow up with the doctor's office notes: "cause of death: esophageal tear related to the surgery itself. This is not related to the lap-band system. The patient had complained of shoulder pain one day after surgery. A few days later the patient was restless, short of breath, and felt dehydrated. The patient went to the emergency room 5 days post-op and expired." This event is being reported because allergan's approach is to resolve all doubt in favour of reporting.

Manufacturer narrative:
Taper type ii. Medwatch sent to FDA on: 25/nov/08. The product associated with this report will not be returned as it was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. No autopsy report is available from the surgeon. It remains unknown if an autopsy was performed. If determined an autopsy was performed, the surgeon's office was asked to forward it to allergan. Device labelling addresses the possible outcome of the reported events as: "as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract." "Laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur'.